Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a.

Manufacturer narrative:
Additional information: e1(event site telephone(B)(6) , initial reporter: (B)(6), biomedical engineer). It was reported that cardiosave intra-aortic balloon pump (iabp). A getinge field service engineer (fse) attended the site and located the unit to be repaired, dismantled the unit and re-fitted new cable pneu-mod to the backplane board.fse reassembled the unit and performed all safety checks on the system as per getinge specifications. Excessive leak through the system was detected/reopen the unit to investigate, the fault was rectified and reassembled the unit and the system was returned back to service fully functional. Note unit require new safety disc see spt test results for more details. Scroll compressor and drive regulators replaced as per ivons request safety disc replaced . Completed full functional check of device. Adjusted and checked drive regulator pressures, all ok. Re-calibrated 30 psi pressure transducer. Compressor test completed - passed. Helium regulator check -passed. All manifolds test - passed. Helium leak test - passed. Checked drive regulator pressures - all ok. Adjusted time and date. Est completed. Checked and extracted error logs, all ok.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) had a helium leak. No patient involvement.